Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker and this rv lead were explanted due to pacing not delivered when required, oversensing and pacing inhibition with asystole less than 2 seconds. This patient received a new rv lead and new device. There were incidents reported through clinical follow up of noise on the rv lead causing inhibition of pacing this patient has complete heart block and therefore required a new lead.